Event description:
The patient sought medical attention on (B)(6) 2026 and was hospitalized for diabetic ketoacidosis. The patient¿s blood glucose level was reported to be above 13.9 mmol/l (250 mg/dl), noting it was ¿too high to calculate¿. The pod had been worn for between 25 and 36 hours. The patient reported that the adhesive completely separated from the infusion site on their arm while sleeping, causing the cannula to dislodge. Symptoms reported include tiredness, dizziness, vomiting and feeling ¿overall sick¿. The patient was treated with intravenous fluids and insulin and was placed back on pod therapy on (B)(6) 2026 or (B)(6) 2026 (exact date unknown). The patient was released four days later (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.